Manufacturer narrative:
Additional information: b5 - updated details. E1, e3 - additional reporter. G2 - health professional. H6 - codes updated. Investigation results: no product was provided and article number was unknown. The investigation was based upon event description. Batch history review: a review of the device quality and manufacturing history records is not possible since the lot number is unknown. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revison surgery. Conclusion/preventive measures: due to the lack of information and that this is a complaint with a collective number, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon investigation results, a CAPA is not necessary.

Event description:
Update: additional information was received, however the revision date and article code was unknown. A "clicking" noise was currently noted and locking of the device, and the surgeon was concerned about polyethylene wear. A request for x-rays was made; there is a possibility that the device is non-aesculap. Following the revision, further details will be available/provided, if available.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product unknown knee component (tibial polyethylene). According to the complaint description, the patient underwent a revision for an unspecified reason. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revison surgery. Additional information was not provided nor available. The adverse event is filed under aesculap (B)(4).

Event description:
Update: date of revision will be (B)(6) 2024.

Manufacturer narrative:
Additional information: b5 - updated details. D6 - date of revision.